Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were reviewed which confirmed the inability to detect the purge disc. The console was evaluated and a hairline fracture was observed on the left side of the retainer. The root cause of this issue was a broken purge retainer.

Event description:
The complainant reported that a purge disc not detected alarm appeared on the console (aic) during impella cp support. Multiple attempts of de-airing the tubing and a cassette change was unable to resolve the alarm. The console was swapped and the issue returned. The line was de-aired one last time which resolved the issue. There was no patient harm.

Manufacturer narrative:
The console (aic) was returned for evaluation but has not been evaluated. Upon completion of the investigation, a supplemental report will be submitted.